Event description:
The user had a recurrent problem with outliers and in 2008 observed the first strange results for creatinine where samples having implausible high results when repeated were normal. No specific data was provided. In 2009, the user experienced outliers for creatinine, phosphorus and urea. No units of measure were provided. Sample 1 initial creatinine result was 1120, repeat result was 89 twice. Sample 2 initial phosphorus result was 2.60 , repeat results were 0.78 and 0.76. The next day, sample 3 initial urea result was 4.1, repeat result was 11.7. Sample 4 initial urea result was 7.3, repeat results were 2.7 and 7.4. No information was provided to determine if erroneous results reported or if pts were adversely affected. If additional information is received, appropriate notification will be provided.